Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was struck by a motor vehicle while crossing the street in her power wheelchair. Hoveround's owner's manual warns end users, "to avoid serious injury or death from being struck by a motor vehicle, obey all local pedestrian traffic rules," and, "cross roads at locations where you are most visible to motor traffic."

Event description:
End user states she was struck by a motor vehicle while crossing the street in her power wheelchair.